Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door repeatedly failed. The door opened, clicked several times, and then the screen displayed a maintenance required message. A reboot was attempted, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door experienced two continuous failures accompanied by triple clicking. A field service engineer (fse) removed the center latch column, cleaned and tightened it, re seated all cable connections on the latches and door board, and applied grease to the micro switches. The system functioned as intended after the field service engineer repaired the device.